Manufacturer narrative:
(B)(4). An event hisotry log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The device pneumatic system was verified and all pressures were determined to be correct and stable. No leaks were observed. A short simulated therapy was completed successfully. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. The pt was not hospitalized prior to death and was not hospitalized at the time of death. The pt was not connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.